Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm, keypad anomaly. Customer received a low battery alert prior to the replace battery alarm. Timing was not less than 8 hours from the low battery alert to the replace battery alarm. Customer stated they were unable to clear the alarm. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated time clock was advanced. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.